Event description:
Caller states hospital midwife used patient a's softclix lancet device on patient b. Patient b received counseling, blood screening, and immunoglobulin therapy per hospital protocol. Requested return of suspect device; however, caller has disposed of the device.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.